Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented back and lower extremity pain. According to the doctor¿s notes x-rays, MRI, and discogram reveled degenerative disc disease at l4-5 and l2-3 with underlying juvenile disc disease; a large annular tear at l4-5. The preoperative diagnosis was chronic intractable back and right lower extremity pain; lumbar curve; and l4-5 discogenic back pain. The surgical procedure consisted of a right sided l4-5 transforaminal lumbar interbody fusion; placement of interbody device at l4-5; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4 and l5, and posterior spinal fusion l4-5. Per the operative report ¿¿..upon completion of the discectomy, sizing was performed and the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space followed by a pledget of rhbmp-2/acs. The interbody device itself was then inserted which had been filled with more bmp along with some local bone autograft¿..¿ no complications were noted. The patient was discharged from the hospital the following day. 39 days post-op, the patient was seen for follow up and presented some right sided pelvic type of pain with occasional shooting pains down her right lower extremity. 108 days post-op, the patient presented significant back and hip pain. 125 days post-op, the patient presented post l4-5 fusion with persistent back pain and had a CT lumbar spine scan performed which demonstrated ¿¿the interbody graft material is in expected position with some osteolysis along the margins of the graft material and some central ossific material¿expected findings following a mast-tlif procedure at l4-5. There is no evidence of a recurrent disc abnormality or other cause of the central neural impingement.¿ 128 days post-op, CT myelogram notes stated ¿there is no solid evidence that the fusion is healing, but there is certainly no evidence that it is not healing at this point. I did not see any radiolucency around the screws which do appear to be in good position. There are a couple of cuts where it appears there is some bridging bone formation and I think it is still healing basically at this point.¿ on (B)(6) 2009, the patient had an ap pelvis and lumbar spine x-ray taken which demonstrated ¿lumbar spine: fusion of l4-5 with anatomic alignment, no acute abnormality. Pelvis: no acute abnormality.¿ 183 days post-op, the patient presented significant back pain, numbness in her right lower extremity. ¿this is consistent with an l5 distribution.¿ 1303 days post-op, the patient presented sore throat; cough; chronic lower back pain; failed s/p lumbar fusion; and hip pain. 1338 days post-op, the patient was seen for follow up for urinary tract infection (uti) and ear pain. The patient presented an allergic reaction (swollen lips, knots, and hands swollen). 1367 days post-op, the patient presented pain and had a lumbar spine CT myelogram performed which demonstrated ¿nonunion of the anterior interbody fusion at l4-l5 with loosening of the l4 and l5 screws bilaterally¿ and ¿small sacral perineural cysts are noted bilaterally.¿ a lumbar spine ap and lateral obliques were taken which showed ¿no acute abnormality; post op anterior interbody and posterolateral spinal fusion, l4-l5.¿ 1393 days post-op, the patient tested positive for marijuana and opiates. 1395 days post-op, the patient presented high blood pressure; chronic significant low back pain radiating to right lower extremity; numbness right lower extremity; failed s/p lumbar fusion; and hip pain.